Event description:
Pt had a bilateral breast implant in 1983. Presents now with severe bilateral asymetric fibrous capsular contractures with shape and positional distortion of the implants with mastodynia. Right implant was ruptured.